Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding an occlusion alarm and a cartridge alarm 1 during bolus delivery. The customer reported cracks in the cartridge. Reportedly, the customer's blood glucose level was 395 mg/dl the customer was able to load a new cartridge successfully.